Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during dwell 1/4 of his automated peritoneal dialysis therapy. Reportedly, the home patient was connected at the time of the alarm, and didn't disconnect at any point during therapy. Nothing unusual was noted with any of the home patient's supplies. Outlet port clamps were used, while making spike/port connections. The patient had 2 unsused supply lines which were not clamped off during therapy. Baxter's technical service center assisted the home patient in ending the therapy early. The home patient completed therapy. No patient injury or medical intervention was associated with this incident per the home patient.

Manufacturer narrative:
Baxter's product surveillance department has reviewed proper procedures with the home patient in addition to referring them to the patient at home guide.